Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, during final tightening the tip broke off the screwdriver and a spare was then used to complete the procedure. The screwdriver tip was retrieved and disposed of via the sharps bin. There was no impact at all on the patient as a spare screwdriver was available in the sterile field. The products came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis:visual and optical examination identified tip deformation. Visual review identified shaft breakage near the base of the handle. The fracture is highly angulated, with chevrons evident on the fracture surface. Relevant dimensional and material hardness inspection found to be conforming to material specification. The above observations are consistent with torsional overload. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.